Manufacturer narrative:
The insulin pump was received with frozen display due to faulty component on the interface board. Unable to performed the displacement test due to frozen display.

Event description:
Customer called to report that her insulin pump down button may be stuck and that there is no response from any button. Customer stated that she changed the battery and her insulin pump was frozen. Nothing further was reported.